Manufacturer narrative:
D9: date returned to mfg 3/12/2024 one device was returned for evaluation. Visual inspection revealed a crack on the right side of the housing. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the occlusion alarm was duplicated, and an issue was observed with the plunger cable during occlusion testing. The root cause was suspected to be the plunger cable. The plunger cable was replaced. Service history review identified two previous services for the same complaint issue. On both occasions the plunger assembly kit was replaced but the issue has not been resolved.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. H3: device has not been returned to manufacturer.

Event description:
It was reported that the pressure sensor would not calibrate. Per reporter the device has been repaired twice previously and that each time within about three to four weeks the pump exhibited occlusion when no occlusion was present. It is unknown if there was patient involvement, no adverse patient effects were reported.